Manufacturer narrative:
A ge rep performed an on-site investigation. The hard drive was replaced and the software was reloaded. The system was found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of pt injury.